Event description:
Rptr writes, "regardless of whether it is advertised as such, this product is a hearing aid. As an audiologist my understanding is that a hearing aid must be fit after proper hearing assessments. Improper diagnosis of etiology can exacerbate problems such as cerumen impaction, and can cause further hearing loss if amplification is too much for hearing loss. Please stop this kind of consumer fraud. Thank you.